Manufacturer narrative:
(B)(4). The device was returned to baxter and the evaluation is complete. This is an ancillary service event. The increased intra-peritoneal volume (iipv) event was verified through an event history log review. The cause of the condition was undetermined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2014 at 19:26:34. During night drain cycle one, the patient's ultrafiltration reading was 1163ml, indicating the home patient (hp) drained 1163ml more than their maximum programmed fill volume of 1800ml. No additional information is available.